Manufacturer narrative:
It was reported on 30 july 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of hives. The patient did seek medical attention about the skin irritation and was prescribed a topical steroid. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is for single use and is disposed after use; therefore, it is not likely to be returned. The patient followed instructions for skin preparations and has an allergy to tapes and adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on 30 july 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of hives. The patient did seek medical attention about the skin irritation and was prescribed a topical steroid. The patient took a break in service from wearing the patch when she experienced the skin irritation. The patient followed instructions for skin preparations and has an allergy to tapes and adhesives.